Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: received information as following from sales rep via phone today. After investigation, the patient underwent transabdominal panhysterectomy + left adnexa + right salpingectomy in the hospital on (B)(6) 2025. The surgeon used the suture (vcp345h) to perform fascial suturing in a continuous suture manner during the surgery. The problem of pulling off suture needle happened during the suturing. The surgeon immediately replaced the suture with a new one (the specific product information was unknown) for suturing again. The subsequent surgery went smoothly. This event resulted in an increase in the patient's intraoperative bleeding (the specific amount of increased bleeding was unknown) and an extension of surgery time by about 4 minutes. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: how long, in minutes, did the surgery prolong? About 4 minutes. Which tissue was being sutured when the event occurred? Fascia. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominal total hysterectomy with left adnexectomy and right salpingectomy procedure on (B)(6) 2025 and suture was used. The patient underwent surgery. During the surgery, while continuously suturing the fascia layer with suture, the problem of pulling off suture needle happened midway, making it impossible to continue using. The suture was replaced and sutured again, which increased the amount of bleeding, the operation time, the risk of anesthesia and the risk of poor wound healing. The procedure should be abdominal total hysterectomy with left adnexectomy and right salpingectomy. There were no patient consequences reported. Additional information was requested.